Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connecting tube's pin was broken. There were no reports of patient harm.

Event description:
The issue occurred during reprocessing.there were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the event occurred because external stress was applied to the connecting tube, causing the lock lever to detach. Subsequently, the tube was unable to be connected and may have applied stress in the wrong direction, resulting in the external stress. However, a definitive root cause of the event was not determined. The event can be prevented by following the instructions for use (IFU) which state: "preparation and inspection- 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.